Event description:
It was reported that the pt had experienced increased pain. A surgical intervention was done related to a possible cervical intrathecal catheter granuloma. The granuloma was detected by a contrast study. The pt recovered without sequela.

Manufacturer narrative:
.